Manufacturer narrative:
Device was not implanted. Device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that after taking out the dilator of the sheath of the involved glideseath slender, blood was pulsating back through the valve as if the valve was not there. The doctor kept his thumb over the valve so that the bleeding would stop. The doctor then put a wire in quickly to exchange for a different sheath. After manipulating the wire, the valve seemed to get in position and the leakage stopped. The estimated blood loss was less than 250cc. There was no harm to the patient. The procedure was finished. Additional information was received on october 1, 2018. The procedure being performed was a radial left heart catheterization. The doctor did not change the sheaths, he wiggled it, while he had the wire in, and it stopped bleeding (it was believed that the valve realigned itself). Once bleeding was down to trickle, he proceeded with the rest of case. The patient was stable and the procedure was finished successfully. Additional information was received on october 3, 2018. After manipulating the wire, the valve seemed to get into position, and stopped the leakage. The initial sheath was kept in. Wires, balloons , and catheters were used the rest of the case.